Event description:
On 21aug2024, a patient (pt) in brazil ¿developed an allergy¿ while wearing an unknown acuvue brand contact lens (cl). No additional information was provided. On 30aug2024, the pt provided additional information. The pt experienced red eye, burning sensation, eye allergy and a corneal ulcer with 3 right eye (od) and 3 left eye (os) cls on (B)(6) 2024. The pt reported the suspect product is the acuvue® oasys® brand contact lens and wears the same cl prescription in both eyes and ¿developed allergy to silicone hydrogel.¿ the pt visited an eye care professional (ecp), date of visit is unknown, who prescribed medication. At the time of the call, the pt did not have the prescribed medication name(s) and diagnosis provided by the ecp but will contact the treating ecp for this information. The ecp recommended that the pt suspend the use of cls manufactured with silicone hydrogel. The pt is successfully wearing cls from a different brand that are not silicone hydrogel cls. The pt will provide additional information obtained by email. On 03sep2024, the pt provided additional information. The pt reported visiting 2 ecps for treatment. The pt advised that the first ecp refused to provide a diagnosis to the pt. The pt was unable to provide contact information for the 2nd second treating ecp at the time of the call. The pt advised both eyes (ou) were diagnosed with corneal ulcers and ¿allergy¿ by both treating ecps. The pt was not provided information on location of the corneal ulcers, but advised the ou vision was not affected. The pt was prescribed maxiflox d (unknown frequency) and regencel (unknown frequency) for 5 days, and ou are ¿normal after the treatment.¿ the pt is unsure of the medications prescribed but will provide by email if available. On 03sep2024, a call was placed to the treating ecp office for additional medical information, but the call was unanswered. On 06sep2024, an email was received from the pt with additional information. The pt reported the ecp diagnosed a corneal ulcer and the ¿attachment.¿ the pt went to the ecp for 2 visit dates, ¿most recent, (B)(6) 2024 more serious (ulcer) and the second lighter on (B)(6) 2024.¿ the pt advised a return visit just to check the eyes and try another contact lens without silicone hydrogel, ¿which had positive result.¿ the pt sent prescription attachments: 1. Prescription dated, 26mar2024 for regencel ¿ pomade ¿ ¿three times today and four more nights.¿ 2. Prescription dated, 02may2024 for maxiflox d eye drops, 1 drop - 2 eyes, ¿2/2 hours for 2 days, then 4/4 hours for 3 days, then 12/12 hours for 3 days, then stop. Teroquatro eye drops, twice daily at the beginning of symptoms; dews or lunah eye drops, 1 drop, 2 to 4 times daily. The pt also provided a note from the ecp dated 04sep2024. ¿the patient above presented allergic conjunctivitis in od and os, with rejection of the use of hydrogel contact lenses.¿ this ou corneal ulcer event will be submitted as a worst-case as we were unable to confirm the pt¿s diagnosis and treatment of corneal ulcer with the treating ecps. The note provided by the second treating ecp does not indicate a diagnosis of corneal ulcer. The pt¿s first treating ecp refused to provide any medical information. The suspect lot number is unknown. The od suspect cl was discarded. No additional investigation can be conducted. This report is for the pt's od event. A separate report will be submitted for the pt's os event. If any further relevant information is received, a supplemental report will be filed, as appropriate.